Event description:
It was reported that high ventricular rate episodes were observed on the egms. The patient had undergone an av nodal ablation and no ventricular rate was seen at a programmed rate of 40 ppm.

Manufacturer narrative:
No medwatch form was received.